Event description:
The physician was attempting to implant the stent into a totally occluded right popliteal artery via a contralateral approach. The introducer sheath was inserted however there was a 60% occluded lesion just distal to the introducer sheath. The physician unsuccessfully attempted to cross the stent delivery system through this occluded lesion. The physician decided to remove the stent delivery system from the introducer and in doing so the guidewire access in the vessel was lost. The physician observed some damage to the distal end of the stent delivery system due to the insertion attempts. Accessing the vessel again with a wire was inhibited due to a dissection flat that was likely created during the attempts to cross the lesion. The physician decided to gain vessel access through the mid-sfa and the dissection flap was repaired by balloon angioplasty. A stent was not implanted.

Manufacturer narrative:
Other product experience reports of this type and the device history record were reviewed. The cause was likely due to the physicians repeated attempts to cross a lesion that was no prepped. We were unable to obtain the pt info (age, gender and weight). Several attempts were made to get this info and the physician and hospital would not release it.